Event description:
Extracorporeal lithotripter malfunctioned and stopped working during the procedure. The lithotripsy table is provided to our organization per a contracted service with (B)(6). It is operated during the procedure by a technician from (B)(6). After 3000 shocks had been delivered for this kidney stone treatment procedure, the device stopped working and the eswl (extracorporeal shock-wave lithotripter) had to be stopped. The surgeon's operative note states, "(the stones were) noted to fragment under fluoroscopy. The proximal ureteral stone was noted to move to the kidney during the procedure". The procedure was concluded at this point and the patient was taken to the post anesthesia care unit. (B)(6) removed the device from service for repair. No additional treatments were attempted on other patients with this device. Therapy is not on-going. FDA safety report ID# (B)(4).